Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Initial reporter state: unknown, reported through (B)(4). Initial reporter zip code: (B)(6). Investigation summary: exec summary: no samples were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa: based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 10 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer received the report from the patient that the drug had not come out in several products due to bent needles npe.